Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that there were drawer issues in drawers 2.2, 3.1, and 4.2. A field service engineer reset all the row cables, resecured all row board cables, resecured all retractor cable connections, and resecured the internal pyxibus cable. The engineer inspected the unit for loose medications and debris, examined the drawers for proper rail operation and the presence of slide bumpers, and tightened any loose drawer fronts. The system functioned as intended after the engineer completed the repairs.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer opened but did not clear the failed drawer, causing it to remain in a failed state. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.